Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings:visual inspection revealed that the battery compartment was cracked at the threads. Moisture/corrosion was observed in the battery compartment. During testing, the display was found to be dim, faded, and discolored. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was observed inside the pump.

Manufacturer narrative:
Follow-up # 2 date of submission 08/29/2014 ¿ correction:h10: the device evaluation previously submitted inadvertently stated that ¿during testing, the display was found to be dim, faded, and discolored.¿ the display was actually found to function appropriately with no signs of fading or discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.